Manufacturer narrative:
(B)(4). A batch review was conducted on lots (h10d07047 and h10c26114) that had been recently sent to the patient and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
The home patient (hp) contacted the technical service representative (tsr) and stated that she was getting sick and is getting cold. The hp stated that she would like to end the therapy for the night and then retry the next day. The tsr assisted the hp with ending therapy. On (B)(6) 2010 product surveillance contacted the nurse, regarding the patient feeling sick. The nurse stated that the home patient has breast cancer and is receiving chemo therapy which is making her weak. The nurse stated that on (B)(6) 2010 the home patient was hospitalized for peritonitis. The nurse stated that the home patient was released from the hospital on (B)(6) 2010 and was on an antibiotic for two weeks and has been feeling much better. The nurse stated that the doctor thinks that the chemo therapy has wiped out the patient's immune system which he thinks caused the peritonitis. The nurse also mentioned that the home patient went to the emergency room sometime in (B)(6) for low potassium but was out the same day. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.